Manufacturer narrative:
Na.

Event description:
The customer received questionable high ion selective electrode (ise) results for qc and patient samples. The customer recalibrated, cleaned the mixtower, and deproteinized. Calibration then failed. The customer then found a slight occlusion in the vent hole on the reference bottle and cleared it. She massaged the peripump tubing, swapped out the mixtower, and performed an automatic clean. The customer then repeated patient samples. Of the data provided for six patient samples, only the sodium results for four patient samples were discrepant. Patient 1: initial 144 mmol/l, repeat 129 mmol/l with a data flag. Patient 2: initial 138 mmol/l, repeat 126 mmol/l with a data flag. Patient 3: initial 144 mmol/l, repeat 126 mmol/l with a data flag. Patient 4: initial 143 mmol/l, repeat 134 mmol/l with a data flag. Patient was a (B)(6) female. Some of the samples were repeated again and the results were closer to the original results. Specific data was not provided. All of the results were reported outside the laboratory. The repeat result was believed to be correct. The patients were not adversely affected. The sodium electrode lot number was 21544847 with an expiration date of 09/04/2015. The field service representative found there was a fluidic failure of ise measurement system and he replaced the ise tubing. He ran calibration and qc with all results within specification.